Manufacturer narrative:
Date of event: unknown. (B)(6). Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that bd vacutainer® c&s boric acid kit sodium borate/formate plus urine tube cannula separates from the holder leaving the stopper needle nude with potential risk of needle stick. No serious injury or medical intervention.